Event description:
Boston scientific received information that this right atrial pace/sense lead was repositioned due to dislodgement. There was no allegation against this lead, and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was returned approximately 7 years later without allegation or report of adverse patient effects.